Manufacturer narrative:
Other applicable components are: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information received from the patient reported that one of their implantable neurostimulators (ins) was giving them problems. The ins was placed where the belt, underwear, and pants are located. The area around the ins was very sore, uncomfortable, and there was a bruise at the site. There was a rough edge which may be from the edge of the ins. The patient stated that it bothered them and wanted it removed. The uncomfortable ins location had been off and on for maybe a year as of (B)(6) 2016. The indications for use for the implanted device were noted as chronic low back pain, degenerative disc disease, spinal pain, and spinal stenosis. Additional information was received from the patient. It was reported that the patient had not notified the physician about ins location issue. No steps had been taken yet and an appointment had not yet been made. The patient was waiting for a response back from a facility. The issue had not been resolved. The patient noted that he felt that the generators were good but weren't installed correctly by the doctor. Refer to manufacturer report #3004209178-2016-19616 for the report of this event for the patient's other ins.

Manufacturer narrative:
Upon further review it was determined that the correct date the manufacturer received information that a reportable event had occurred (g4) was (B)(6) 2016, not (B)(6) 2016 as previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.